Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2017, the subject ICD could not be interrogated, with none of the programming head green leds lit. Another attempt with a different programmer resulted in the same outcome. Based on data from the previous follow-up performed on (B)(6) 2017, it was confirmed that the battery voltage was 2.84 v and the magnet rate was 83 min-1 at that time. Reportedly, the battery curve was showing a rapid decrease in the battery voltage. It was considered that the interrogation failure could be due to battery depletion of the ICD. The patient was hospitalized and ICD replacement procedure was scheduled on (B)(6) 2017. On (B)(6) 2017, the patient had his own spontaneous rhythm around 50 bpm. Reportedly, no atrial or ventricular pacing spikes from the ICD were confirmed when a magnet was applied on the implant site of the ICD. On (B)(6) 2017, the patient's spontaneous rhythm was confirmed at 70 bpm when he entered the operating room. Although no pacing spikes from the ICD were confirmed upon magnet application, the replacement procedure was performed with a magnet applied on the ICD through a sterile cover for the purpose of preventing inappropriate shock therapies. The subject ICD will be returned for analysis.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2017, the subject ICD could not be interrogated, with none of the programming head green leds lit. Another attempt with a different programmer resulted in the same outcome. Based on data from the previous follow-up performed on (B)(6) 2017, it was confirmed that the battery voltage was 2.84 v and the magnet rate was 83 min-1 at that time. Reportedly, the battery curve was showing a rapid decrease in the battery voltage. It was considered that the interrogation failure could be due to battery depletion of the ICD. The patient was hospitalized and ICD replacement procedure was scheduled on (B)(6) 2017. On (B)(6) 2017, the patient had his own spontaneous rhythm around 50 bpm. Reportedly, no atrial or ventricular pacing spikes from the ICD were confirmed when a magnet was applied on the implant site of the ICD. On (B)(6) 2017, the patient¿s spontaneous rhythm was confirmed at 70 bpm when he entered the operating room. Although no pacing spikes from the ICD were confirmed upon magnet application, the replacement procedure was performed with a magnet applied on the ICD through a sterile cover for the purpose of preventing inappropriate shock therapies. The subject ICD will be returned for analysis.